Manufacturer narrative:
Analysis confirmed the allegation of the device having no signal. The device was received with missing bumpers or rubber footstoppers and corroded key rings. There was a defective cable and a defective pcb. The cable has been replaced, pcb has been replaced. Rubber footstoppers have been replaced. Key rings have been replaced. The device was successfully tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates a replacement patient module was used to complete the case.

Manufacturer narrative:
The patient module has been received. However, the product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that preoperative, the signal was not being detected by the patient module. There was no patient involvement.